Event description:
The customer reported to olympus, image noise was observed with the endoeye flex deflectable videoscope. Upon inspection of the customer¿s returned device it was observed, noise was generated due to the disconnection of the image pickup cable and no image was displayed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was observed, noise was generated due to the disconnection of the image pickup cable and no image was displayed, watertightness was not maintained due to holes in the curved rubber, the curved rubber adhesive was missing, the video cable was buckling, dirt that was difficult to remove was found on the serial wiring (sw) 1 part, sw1 was scratched, there were scratches on the grip, the universal cord was difficult to remove, the light guide (lg) connector may have been scratched, there were scratches on the surface of the lg cover glass, the video connector case may have been scratched, the video connector was broken and the video connector may have been scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.